Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 10ml 21ga 1in leaked the following information was provided by the initial reporter: "while using discardit syringes spinal medicine getting leak".

Event description:
It was reported that syringe s2 10ml 21ga 1in leaked the following information was provided by the initial reporter: "while using discardit syringes spinal medicine getting leak".

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1910516 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As neither a physical sample nor a picture sample was available for return, our quality engineer team was unable to complete a thorough sample investigation. The complaint could not be confirmed and the root cause is undetermined.